Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The workstation circuit breaker tripped, resulting in a shut down situation. There are no reports of injury or death associated with this complaint.